Event description:
The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
H6: correction and update of h6 codes investigation results: visual investigation: the investigation was carried out visually and microscopically. All components provided were forwarded to the responsible quality coordinator at the production plant and checked as scheduled. No deviations could be found in the process. The unit worked according to the valid specification after the time of production. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with jaw ins.bip.metzenbaum scissors 5/310mm. According to the complaint sparks flew from the jaw during surgery. During the hernia surgery, spraks flew from around the base of the jaw to the non-contact site (lateral direction). There was no patient harm. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference: (B)(4). Involved components: pm973r - insulated outer tube 5/5mm 310mm; lot unknown; pm450r - handle for bipolar instruments; lot unknown.